Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-87368-1), section h10 was incorrectly captured, it has been corrected in this report to reflect the correct information. The manufacturer previously received information alleging ventilator inoperative condition occurred. The device was not in patient use. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ventilator inoperative condition occurred. The device was not in patient use. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.